Event description:
Dexcom g7 failed to provide proper audible notifications on iphone to alert low blood sugar over night. Alerts were set to override phone being on silent mode and was set to alert at 100mg/dl. No audible alarm or vibration alert occurred. No alert occurred until urgent low glucose alarm sounded from omnipod 5 app when blood sugar was at 53mg/dl. Have troubleshooted app and have doubled checked all settings. Dexcom g7 iphone app is faulty and not alerting. This could result in a death. Reported issue to dexcom and they were not of any assistance to resolve issue.